Event description:
A report was received of an endosseous dental implant which was explanted due to inadequate osteointegration. Poor bone quality was noted. This is the same pt as reported in #2029012199600016.